Event description:
Md placing trialysis dialysis catheter. Unable to get good blood flow upon aspiration with introducer needle. Md obtained introducer needle from another kit which worked fine. Concern that the introducer from trialysis kit was defective.